Event description:
I had the watch man device and ablation the thursday before (B)(6) 2025. On (B)(6) 2025, I became short of breath and could not walk 10 feet without my heart going over 100 beats a minute. It felt like I was going to die. I had to get a drain to remove the fluid. Couple weeks latter, I got a window to remove fluid around the pericardium. Couple weeks latter, I had fluid removed from my lung. This included 3 hospitalizations and 2 ER visits where I was sent home. It should be noted my heart now goes into afib more than prior to the procedure. If I go to the ER and not admitted I am charged $150.00 per visit. This is a hardship and puts me in a bad spot when my heart beats over 100 and rising. Additionally, if I need an ambulance they charge me over a $1000.00 for the transport after my insurance pays. I was in good health and now I have severe pericarditis which requires me to monitor my health closely to prevent life threatening heart issues.